Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent a femur osteosynthesis on (B)(6) 2024. When inserting the triple guide in the directional arm, it was observed that it entered with difficulty. In addition to the moment of drilling the distal block hole, it was observed that the bits had no edge, which caused discomfort in the specialist, because due to the difficulty presented during the procedure he had to release and place the triple guide in multiple times where in each of it the same sensation was perceived (it felt quite hard). The bit was changed and it is evident that although it manages to pass, this does it with a little difficulty; it was brocked then with a little strength to get the bits passed. The surgery was finished successfully without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h4, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. ¿the photo investigation revealed that 03.037.018, drillsl yell did not have visible cosmetic defects. The evidence provided was not sufficient to confirm the reported event will unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation.¿ since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drillsl yell would not contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads were stripped. No other problem observed, the device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. However, due to the observed damage to the threads, it is not unreasonable to conclude the device presented assembly issues. The investigation was able to confirm the allegation of unable to assemble. The overall complaint was confirmed as the observed condition of the guide sleeve yell would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 03.037.017. Lot number: 382p212. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 03. Nov 2021. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: the product was not returned to medtech orthopaedics; however photos were provided for review. ¿the photo investigation revealed that 03.037.018, drillsl yell did not have visible cosmetic defects. The evidence provided was not sufficient to confirm the reported event will be unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation.¿ since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drillsl yell would not contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. Part: 03.037.018 lot no:l729825 release to warehouse date: 13 mar, 2018 manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.